Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was a cholangiogram performed during the procedure?asku. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? None reported if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku.

Event description:
It was reported that during an unknown procedure the device reported to fire multiple clips at a time and they were malformed. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed twelve clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.